Manufacturer narrative:
H8 - usage of device: correction. Manufacturer¿s investigation conclusion: the reported event of no external power alarms due to a loss of power to the mobile power unit (mpu) (serial number: (B)(6) was not confirmed. Log files from the reported event dates of 05feb2025 - 11feb2025 were reviewed and showed no loss of power to the mobile power unit. The mobile power unit appeared to function as intended for the duration of the data reviewed. Provided information indicated that the mpu in use had a v-lock connector, and that the patient recalled some losses of power to the house, but did not recall the timing. The root cause of the reported event was not able to be determined via this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. G) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use (rev. G) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. G) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed a backup battery (ebb) fault alarm yesterday. They did not have hemodynamic instability or adverse events. On system controller interrogation, the following 6 alarms were seen. (B)(6) 2025 at 15:09 power cable disconnect for 34 seconds and external power disconnect alarm for 17 seconds. (B)(6) 2025 at 17:02, power cable disconnect for 53 seconds and external power disconnect alarm for 32 seconds. (B)(6) 2025 at 10:07 power cable disconnect for 54 seconds and external power disconnect alarm for 21 seconds. On (B)(6) 2025 the ebb was due to expire in 27 months and had been used 48 times. Patient admitted to double disconnecting batteries in order to untwist cables. They were instructed to not do that. On (B)(6) 2025, ebb was due to expire in 26 months and the ebb has now been used 78 times. Patient reported that they only double disconnected a few times since (B)(6) 2025 and was surprised by alarms. The ebb was changed on the primary system controller. Log files were sent for review, and the event log displayed transient low-flow / lvad-off alarms on (B)(6) at 4:34 pm. It appeared these events were caused by electrostatic discharge (esd). The pump restarted promptly as designed and functioned as intended during these events. The event log displayed string of power-cable-disconnect / no-external-power alarms on (B)(6) at 12:16 pm while tethered on mobile power unit (mpu). These alarms appeared to be caused by power to the mpu being briefly interrupted. This may be due to the power cord coming loose from the wall outlet, the house losing power, or possible user error. There was no interruption in pump support during these events. In addition, the event log displayed several episodes of power-cable-disconnect / no-external-power alarms. These events appeared to have occurred during a routine change in external power (mpu / batteries). It appeared both batteries were momentarily disconnected (double disconnect) from the system controller due to possible user error. The event log displayed multiple backup-battery-fault alarms as mentioned, (B)(6) 3:19 pm thru (B)(6) 10:17 am. The ebb faults occurred due to a failed ebb load test. There was no interruption in pump support during these events. Per the site's email, the ebb was replaced which resolved the alarms. Additional information provided that the mpu did have a v-lock connector at the ac power cord. The ac power cord has come loose from the wall outlet a few times and did not recall the date/time this occurred. They have since had the outlet repaired and the ac power cord has not come loose. The ac power cord did not come loose from the back of the unit. The patient did report that they had lost power a few times, but did not recall the date/time. The mpu remains in service. Esd was also confirmed and the patient reported getting electrical shocks from walking on carpet with socks on. Education was provided for steps to decrease the chance of esd. The cause of the ebb faults was not confirmed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.